Event description:
The iab was inserted into the pt on 5/15/98 at 1:00 pm and removed on 5/18/98 at 9:30 am. The iab did not malfunction. The pt has minor ischemia and removal and surgery were required. Also the pt had a bowel infarction. The pt went on to expire and the facility reported it was a direct result of iab therapy. The iab was not returned to datascope. (Event complications: ischemia/minor/surgery/bowel infarction/death-reported 7/14/98) (pt's current status: death - reported 7/14/98)